Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the pump battery was depleting quickly. It was also reported that the customer experienced a low blood glucose (bg) level of below 40 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the customer alleged that the pump software did not accurately adjust the amount of insulin delivered. Pump software did not accurately adjust the amount of insulin delivered. Tandem technical support reviewed pump data logs and found that the pump performed as intended.